Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0202880158 was reviewed and the product was produced according to product specifications. All information reasonably known as of 11 jul 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown; flow rate: 10ml/hour; procedure: unknown; cathplace: unknown; infusion start time: unknown; infusion stop time: unknown. It was reported that the bolus button was not working, and was delivering 5ml of unknown local anesthetic every 8 minutes, instead of every 30 minutes. The patient reported the issue to the nurse. Per additional information received 22 jun 2018, the priming tab was removed, the bolus indicator was in the top position, and the bolus button became stuck.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample was received and evaluated. The evaluation concluded that a fast flow rate was not observed. Limited information was provided in regards of the use of the product. Fill volume information was not available nor the user or facility conditions. It could not be determined if the use conditions were contributors to the reported incident. The medication is not a potential contributor to the incident of fast flow. Root cause could not be determined since the device worked as intended during sample evaluation. Additionally, DHR review found no abnormal conditions that could have contributed to the reported incident. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a avanos medical inc. Product is defective or caused serious injury.